Event description:
(B)(4). At 3-5 months after my procedure I began having crippling migraines, vertigo, muscle weakness and abdominal pain. I continue to battle complex migraines, including loss of visual field, loss of balance and speech problems. I continue to have bouts of muscle weakness in my extremities. I have had to have many medical tests and procedures to try and figure out what is causing all of my headaches, severe dizziness and other issues.